Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
A request was made for the return of the meter and strips. Serial number not provided. Caller reported the compact plus meter being unavailable for use due to an unspecified error within 24 hours of an incident of hypoglycemia requiring hospitalization. A request was made for the return of the meter and strips.